Event description:
Hamilton medical ag received the following description: an end user reported that sometimes the ventilator turns on with a white screen. In addition, the left corner of the screen is slightly dark. The event did not occur during ventilation.

Manufacturer narrative:
Replacement of the interaction panel embedded system module (ip esm) and the cable between ip and ventilator unit did not solve the problem. The problem is suspected to be related to the ip and not with the ventilation unit. Investigation is ongoing.